Event description:
It was reported that the bd ultra-fine¿ insulin syringe barrel was damaged. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, upon unpacking, the hcp noticed that there was a hole on the barrel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the barrel is damaged. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-10 unit markings. A review of the device history record was completed for batch# 1242322. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. A definitive root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe barrel was damaged. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, upon unpacking, the hcp noticed that there was a hole on the barrel.".